Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced low blood glucose. The representative reported that the insulin pump settings might have been programmed high and might have been giving the customer too much insulin. The customer's blood glucose was 54 mg/dl at the time of incident. The representative stated that the customer's blood glucose dropped to 46 mg/dl and 31 mg/dl as well. The representative stated that the customer went to the health care professional to make changes on the settings. The insulin pump will not be returned for analysis.